Event description:
Hospital reported patient had a reaction to the ultravist contrast during a procedure. Patient's throat swelled and started closing. Patient was sent to the emergency department where epinephrine and benedryl were administered. Patient remained in the emergency department for observation and released.